Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: event site postal code: (B)(6). Getinge field service engineer (fse) could not reproduce the error. As preventive maintenance was due getinge field service engineer (fse) replaced pneumatic module assy (0997-00-1178), safety disk drive (0202-00-0140), tidal volume disk (0202-00-0142), primary 9v battery alkaline (0146-00-0146) and battery pack, li-ion (0146-00-0097). All manifold test passed. Functional, visual, and electrical testing passed. Ready for clinical use.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would stop every 20 minutes with "gas gain in iabp circuit" alarm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The unit failed the drive manifold test while all other testing passed. The fse troubleshot by replacing the patient interface module and observed that the reported issue was then corrected. The fse has noted that the patient interface module has been ordered. The iabp unit remains out of use pending receipt of the new part. A supplemental report will be submitted upon completion of our investigation.